Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was successfully implanted. Following the implant, mild to moderate paravalvular leakage (pvl) was noted using transesophageal echocardiography (tee) assessment. The decision was made to use a 22mm non-abbott balloon aortic valvuloplasty (bav). After the 22mm bav was performed, improvement was noted, and the pvl was determined to be mild. The physician wanted further decrease in pvl, so a 23mm non-abbott bav was performed as well. Following the 23mm bav, there were electrocardiogram (EKG) and pressure changes noted, and it was determined through tee and angiographic imaging that an occlusion of the left main coronary artery had occurred. There was no migration of the valve. The occlusion was likely caused by the 23mm bav which dislodged calcific plaque that was in the ostial left main coronary artery area. Several IV medications were administered to stabilize the patient. The patient was emergently placed on pump circulatory support, and the left main coronary artery was recanalized using standard catheter and guidewire techniques, and a stent was placed to reestablish coronary flow. This event required prolonged hospitalization, and the patient has since recovered and has been discharged home.

Manufacturer narrative:
An event of the perivalvular leak and occlusion of the left coronary artery after post-implant balloon dilation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from the field indicated that a piece of calcium may have been dislodged during the post-implant balloon dilation which occluded the coronary artery. Based on the information received, the cause of the reported incident of paravalvular leak could not be conclusively determined.

Event description:
N/a.